Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of resulting from a damaged cannula. There was a hole found in the unexposed portion of the soft cannula. Fluid path testing showed that insulin was unable to pass out the distal tip of the soft cannula, with some fluid diverting through the hole. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. In addition to the damaged cannula, an 0x40 alarm was found during data download. These alarms occur when the rotational sensor reaches a set maximum amount of open counts. The cause of the 0x40 could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 25 mmol/l (450 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. No further information was provided.